Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. During re-insertion attempts the device was inadvertently damaged and therefore explanted. The problems described the recipient report seem to match the damage found. This is a final report.

Event description:
The recipient's hearing performance with the device was affected. The electrode array migrated out of the cochlea. The recipient had sound awareness at activation. However, at her two-week mapping she was not responding well when individual channels were stimulated. The parent reported that the recipient fell and hit her head on the ground between activation and the 2-week mapping appointment. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. The electrode array was outside of the cochlea. At a revision surgery it was tried to re-insert the electrode but scar tissue was found which could not be removed without damage to the array. Therefore, the user was re-implanted.